Manufacturer narrative:
Analysis found that the customer's reason for returning the device was confirmed. The handpiece is working even without pressing foot switch. The cause was that the cord set kit found faulty and need to be replaced. Visual inspection found the foot pedal cable cosmetically not okay. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the healthcare provider (hcp) that the handpiece is working even without pressing foot switch. No patient was involved.